Manufacturer narrative:
Date of event: exact date unknown, event occurred around (B)(6) 2021 the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.